Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was fractured. It is not known if it was replaced. No additional adverse patient effects were reported.